Manufacturer narrative:
The field service engineer (fse) reconnected a loose vacuum supply tubing connected to the aspiration needle and resolved the issue. The fse verified system performance per the established procedure. The instrument conformed to the manufacturer's published performance specifications and was in normal operation. (B)(4).

Event description:
The customer reported less than three milliliters of the control material (blood fluid) sprayed inside the instrument involving the unicel dxh 800 coulter cellular analysis system. The fluid was contained within the instrument. The operator was wearing proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient samples were not analyzed. There was no impact to patient results as the customer was analyzing quality control (qc) at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. The facility has an exposure control and risk management plan in place for biohazard material.